Manufacturer narrative:
This product is available for testing and evaluation, but the engineering report is not yet available. Additional info rec'd will be submitted within 30 days upon receipt. This is one of two products associated with this event that were reported under the following manufacturing numbers 3003742446-2007-00308 and 3003742446-2007-00309.

Event description:
During a percutaneous coronary intervention, two cypher stents, a 3.00 x 13 and a 3.00 x 18, did not cross the target lesion. There was no pt injury reported. When the products were rec'd, the proximal stent struts were uplifted. Additional details were not available.